Event description:
It was reported that during use on a patient, the autopulse platform displayed messages to check the lifeband and did not work. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer indicated that the platform functioned correctly when it was checked. In addition, customer reported that the platform may not have been set up correctly and therefore attributes the reported complaint to user error. Product in complaint will not be returned as it remains in customer's use. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.